Event description:
The wife of a (B)(6) male patient contacted zoll lifecor customer support to report that one of the patient's battery packs was not working properly. She reported that when she puts the battery in the monitor, it displays the patient's name and a "?". When this same battery is placed in the charger and is moved around, it displays a red battery fault light. The patient's suspect battery pack was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem was confirmed. The cause of the communication fault ("?" When battery is inserted in the monitor) was a damaged connector on the battery pack. The root cause of the damage cannot be positively determined, but appears to have been dropped onto a hard surface. The cause of the red battery fault light on the charger was faulty lithium-ion protector circuit (u1) on the battery pack pca. The root cause of the failed component has not been positively determined. No adverse event resulted from the damaged battery pack. The patient was provided with a replacement battery pack.